Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported the force bipolar broke down and detached from the handle in the middle of the procedure. The customer reported that there was no patient injury.

Manufacturer narrative:
The force bipolar was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.